Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) united kingdom alleging his onetouch ultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 840am. The patient reported a blood glucose result of "5.6 mmol/l" with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. About 10-15 minutes after, the patient claims he felt symptoms of trembling and dizzy. The patient retested with the subject meter and obtained a blood glucose result of "2.6 mmol/l." The patient took glucose and ate food as treatment. The patient also reported comparing results of the subject meter with another device. The patient reported blood glucose results of "2.4 and 2.8 mmol/l" with the subject meter and "6.5 and 6.2 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing adn no faults were found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.